Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt)/ventricular fibrillation (vf) following a loss of bi-ventricular capture and noise on the right ventricular (rv) lead, which made it difficult to tell whether or not the vt/vf was true. The patient received a shock, which was followed by intermittent capture and t-wave oversensing (twos). The left ventricular (lv) lead exhibited high impedances. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.